Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA. (B)(4).

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 284 mg/dl (advantage)(system 1) and 155 mg/dl and 161 mg/dl (aviva)(system 2). No adverse event reported. Requested return of suspect device and replacement was sent.